Event description:
The field service engineer (fse) stated that during preventive maintenance on the architect analyzer, the r2 needle accidentally pierced through his glove in the middle finger of his left hand. The needle entered about 2mm in his finger. The fse squeezed his finger to force blood from the wound. The fse?s finger was put in a bath with a hypochlorite based decontamination liquid for 10 minutes. Later the wound was cleaned with isobetadine and then covered with a small bandage. Blood was drawn from the fse and tested on the architect. The anti-hcv was non-reactive at s/co 0.05, the hbsag qualitative result was non-reactive at s/co 0.36 and the anti-hbs was non-reactive at 2.68 miu/ml. (B) (6) tests were ordered but there is no results provided at this time. There was no further information provided at this time.

Manufacturer narrative:
(B)(4). Review of the complaint text indicates on (B)(6) 2009, the field service engineer (fse) injured his finger while performing a preventative maintenance procedure on the architect i2000, (B)(4). When the module was off, the fse moved his left hand inattentively around the probe position. The fse hit the reagent 2 probe and accidentally pierced the probe through the glove of his left middle finger. The reagent 2 needle entered the depth of 2 mm in his middle finger. A review of the complaint history for architect isystem (B)(4) over the period of time of (B)(4) 2009 through (B)(4) 2009 was performed. The cats search did not find any similar complaints in this time frame. Based on the available information, no product deficiency was determined. The personal injury was caused by the field service engineer's lack of attention while performing the preventative maintenance on the instrument.

Manufacturer narrative:
(B) (4) this is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.